Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the sterile pouch was opened approximately 20.0 cm across the top of the chevron. Conclusion: the complaint has been evaluated. The complaint indicates that the sterile pouch was opened prior to use. The product was investigated and the breached sterile barrier was confirmed. An internal investigation of this issue was conducted and after inspection of all units of the travel stock suitcase from which this device came, it was determined that two issues were related to the root cause. First, the travel stock cases containing product are shipped many times, exposing the product to repeated jolting without corresponding damage to the outer case. Second, some ruby products contain a single IFU, resulting in reduced dampening of movement and allowing more force to be transmitted to the pouch seal during each handling jolt. This investigation resulted in a CAPA to conduct any necessary corrective actions. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure using a ruby coil. Before the procedure, it was noted that the packaging for the ruby coil was already half open. The penumbra representative provided the physician with another coil to complete the procedure.